Manufacturer narrative:
The device is available for evaluation, however, has not yet been received.

Event description:
The event occurred on an unspecified date and involved a transfer set, pur yellow with chemolock¿ port where it was reported a malfunction occurred on several devices. It was stated that the operator is unable to fill with physiological saline, as it presents a block which does not allow the normal flow of the liquid. There is unknown patient involvement and unknown patient harm.

Manufacturer narrative:
One photo was shared by the customer, where the item and lot information are shown, however no physical damage or anomalies are observed. Four used list# 011-cl4134, transfer set, pur yellow with chemolock¿ were returned for evaluation. As received some saline residuals were observed inside the samples. No additional damage or anomalies were observed. The back flow resistances of the check valves was tested on no flow in 3 of the 4 samples was observed. Complaint of no flow / can't prime / difficult to prime can be confirmed. The probable cause is due to manufacturing error from ensenada's supplier. The 3 samples were sent to ensenada for evaluation, the cracking pressure was tested and after the test, the 3 samples meet the product sample specifications. No additional anomalies were confirmed. Complaint of no flow / can't prime / difficult to prime cannot be confirmed based on the results provided from ensenada. The probable cause of why the first tested in salt lake city failed and the test performed in ensenada passed, is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 7/30/2024.